Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a poor tolerance with the device, resulting in device non-use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017. It is unknown whether the patient was reimplanted with another device, as of the date of this report.